Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device does not accurately deliver insulin and the piston rod makes loud noises. The patient experienced elevated blood glucose of 20 mmol/l (360 mg/dl). The patient bolused through the infusion device and injected insulin via pen to lower blood glucose. The patient's normal blood glucose range is 6-6.5 mmol/l (108-117 mg/dl). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.